Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the unit was failed. The technical support specialist (tss) had made three follow-ups to obtain a resolution, but there had been no response from the customer's end.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es auxiliary could not be turned off and remained unresponsive on the computer screen. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this incident.